Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 534 mg/dl on the contour next one meter. A repeat testing was performed after 2 minutes on a non-ascensia meter and a reading of 229 mg/dl was obtained. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips from lot # 9hpeg07a for evaluation. The returned meter was tested with returned test strips, which gave a satisfactory performance.